Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unavailable.

Manufacturer narrative:
Ipg is no longer reportable as there were no allegations against the ipg. H6 - adverse event problem - clinical, health impact and device problem codes were updated to reflect recharge burden.

Event description:
Additional information revealed that the patient was recharging their ipg more frequently, however the ipg was lasting at least 24 hours between recharges. In turn, there are no allegations against the ipg.